Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser probe was too stiff and could not fit through the trocar. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on september 8, 2016. There were 558 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No further information was able to be obtained from this customer. However, product was returned for evaluation. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The probe was manufactured on september 8, 2016. There were 558 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. A review of the manufacturing records did not reveal any related non-conformity during manufacturing for this product. A 23 gauge probe was received for an evaluation. A visual assessment of the returned sample showed no obvious nonconformities. The laser probe was inserted into a 23ga trocar cannula, but light resistance could be felt near the cannula-nitinol junction. The laser probe tip was measured using the 23ga needle length gauge, where the cannula and the nitinol were found to meet specifications. The sample¿s outer cannula diameter (od) was measured at receiving inspection. With an outer diameter min/max values of 0.0250 to 0.0255 inches, the sample¿s outer diameter was measured to be 0.02515, meeting specifications. The product was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).